Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had seen a 'connection interrupted' message (code 338) on their handset when trying to connect to their pump. The agent reviewed the meaning of the message and how to close all running apps in the background. The patient also reported that for at least 6-8 months, it had taken a long time to connect to the pump. Per the patient, right after the refill it would be quicker. The patient went in every 2-3 months for a refill and the first month was faster but then slowed down. The agent reviewed information and walked thepatient through clearing data. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received on 2025-06-12 from the patient who reported that they saw their nurse who helped clear the history which did not help. Theagent walked the patient through clearing patient data and afterwards it connected much quicker. The patient was going to monitor and call back if the issues continued or got worse. Additional information was received on 2025-06-20 from the patient who reported then that since february 2025 they continued to have connection issues with the pump. The patient reported that they were still seeing the 338 error message. The agent reviewed handset best practice information. The patient mentioned that they had cleared the data from the handset and felt that there was an issue with the handset itself that was causing the connection issue. The patient also did mention that they had lost 50 pounds, but the pump was not moving in the pocket. A replacement handset was requested from the repair department.